Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl and a loss of consciousness. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Additionally, customer was using humalog supplies for over 48 hours. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline, dextrose, and glucose. Reportedly, the customer was released on 11/08/2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.